Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no impact to user/patient. The following information was provided by the initial reporter: wet cart is leaking. Was the leak liquid or air? Liquid. Was the leak contained with the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Steps taken with customer/troubleshooting: customer stated they can not determine where the leak is coming from. I asked the customer to turn off cytometer and uplug it from the power source. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No.

Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no impact to user/patient. The following information was provided by the initial reporter: wet cart is leaking. Was the leak liquid or air? Liquid was the leak contained with the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? No . Was the customer/bd personnel physically in contact with the fluid? No. Steps taken with customer/troubleshooting: customer stated they can not determine where the leak is coming from. I asked the customer to turn off cytometer and unplug it from the power source. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard in the wet cart not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 22mar2020 to 22mar2021. Complaint trend: there are 2 complaints related to the issue of a waste leakage from the wetcart not contained within the instrument; date range from 22mar2020 to 22mar2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a disconnected waste pump tube. The fse confirmed the issue and fully reattached the tubing to the waste pump fitting and secured it. Additionally, the p2 pump seemed to have been damaged due to the leakage and was no longer working. The fse replaced this pump (pn 641925) before performing a fluidics startup and cst performance check. No parts were requested for evaluation since the replaced parts were not related to the cause of the leakage and were not returnable, thus were discarded. After the repair the instrument was tested and was performing as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as they wore proper ppe when cleaning the leakage. The leakage was minimal and was not in the form of a spray, and thus did not significantly increase the risk of exposure. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 13aug2009. Defective part number: 641925 - pump priming p2 main system. Work order notes: subject / reported: wet cart is leaking, problem description: wet cart is leaking. Work performed: fully reattached the tubing to the fitting on the waste pump and secured it. Additional the p2 pump was directly affected by the leaking fluid and was no longer functioning. The pump was replaced. Fluidic startup was performed and cst performance check was completed. Cause: waste pump tubing loose. Solution: securing the tubing on the waste pump resolved the reported issue. The instrument is operating as intended and is testing without errors. I have returned the instrument to the lab for normal use. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes/no. Item: 4. Quick discnnect. Functin: 4.1 cnnects tubing t filters and fluid tanks. Potential failure mde: 4.1.1 tubing failure. Potential effect(s) f failure: 4.1.1.1 leaks at waste tank. Bihazard potential cause(s)/mechanism(s) f failure: waste fitting leaks. Current contrls: pump cmpensates fr leaking. Recmmended actins: n/a. Severity: 8. Ccurrence: 4. Detectin: 1. Rpn: 32. Mitigation(s) sufficient: yes/no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a disconnected waste pump line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a disconnected waste pump line. The fse confirmed the issue and reattached the tubing to the waste pump fitting and secured it. They then replaced the damaged p2 pump and performed a fluidic startup and cst performance check. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.